Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root caused of the event could not be determined due to insufficient information.

Event description:
It was reported patient underwent left total hip arthroplasty on (B)(6) 2014. During the procedure, the stem sat proud after broaching. The surgeon removed the stem and attempted to re-broach and re-implant the stem without success. A new stem was utilized to complete the procedure.